Event description:
Caller alleged imprecision with the inratio meter. Results as follows: approximately 9 days ago ((B)(6) 2012)- lab inr=3.6. Pt¿s therapeutic range is 2.0 -3.0. Pt is taking coumadin.

Manufacturer narrative:
Investigation: discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012; inratio results: (5.8, 3.8, 5.0, 3.6); mean: 4.55; sd: 1.04;; %cv: 22.80; result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. User reported lab inr result of 3.6 from a different date of testing. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 275252. Test results as follows: donor 1: inratio results: (2.4, 2.2, 2.3) reference: 2.02; bias threshold: (1.02-3.02); % cv: 4.35. Donor 2: inratio results: (1.8, 2.0, 1.8) reference: 1.90; bias threshold: (1.40-2.40); % cv: 6.19. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of the client¿s data from repeat inratio tests revealed that test results did not meet precision criteria. Root cause could not be determined. No product was expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. As reviewed on ¿(B)(4) 2012¿, (B)(4). Corrective action is not required at this time. This issue will continue to be tracked and trended. No corrective action required at this time, as no product deficiency was established.